Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before 04/2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process. (B)(4).

Event description:
An eye care professional reported that a memory lens iol implanted in the left eye of a pt, has since opacified and has been explanted and replaced. Follow up info received on (B)(6) 2010, reported pt is in good condition and seeing well 4 days post-op. The device was implanted 7 years ago and the pt has experienced progressively decreasing visual acuity, left eye, over the last 4 years. Follow up info received on (B)(4) 2010 provided surgical notes and pt's medical history.